Event description:
The valve has come off the catheter. Our employee was on site and said that the valve had been disinfected with an unsuitable disinfectant and that the catheter had loosened as a result. A piece of the catheter was cut and the valve replaced. The patient was not harmed. Was the valve disconnected from the catheter during the use? Yes. Was there leakage? Valve has come off. Was there any damage noticed on catheter valve? No. Was the valve cracked or broken? No. Where is the catheter located? Abdomen or chest , chest. How long has the catheter been in place since march 2021. How was the issue resolved? A piece of the catheter was cut and the valve replaced. What was the impact to the patient? No impact.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.